Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified lower sensor scan than feels and experienced a loss of consciousness. The fire departments and ambulance were called and upon arriving, the customer was provided an unspecified infusion and then transported to a hospital. At the hospital, a capillary result of 160 mg/dl was obtained and the customer with diagnosed with hypoglycemia but no additional treatment was provided. There was no report of death or permanent injury associated with this event.